Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no other incidents. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported single leaflet device attachment (slda) and recurrent mr appear to be due to patient anatomy. It is likely that the patient anatomy contributed to the reported slda, as the anterior mitral valve leaflet was described as prolapsed. The recurrent mr appears to be a cascading effect of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr) in the patient with prolapse of the anterior mitral valve leaflet. On (B)(6) 2018 two mitraclips were implanted reducing mr grade to 2 and both clips were stable on the leaflets; however, the two clips made contact with each other during the procedure. On (B)(6) 2018 echocardiogram found mr grade 3 and a single leaflet device attachment (slda). In the opinion of the physician, the slda is most likely related to the pre-existing patient anatomy. The patient was discharged from the hospital on (B)(6) 2018 and no treatment was required. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the slda. No additional information was provided.